Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 402 mg/dl at time of event and 198 mg/dl at time of report.